Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the statement you made regarding "staples malformed after firing. During the low rectal cancer surgery, after fired, found the tissue oozing, stop bleeding with compression hemostasis and hemolock. Before surgery finished, the surgeon did anal finger detection, found one formed staple falling on the glove." Did the surgeon state that malformed staples were seen? When the surgeon found "one formed staple", was the staple line incomplete?

Event description:
It was reported that during the low rectal cancer surgery, after fired, found the tissue oozing, stop bleeding with compression hemostasis and hemolock. Before the surgery was finished, the surgeon did an anal finger detection and found one formed staple falling on the glove. The patient was stable and left from hospital.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "staples malformed after firing. During the low rectal cancer surgery, after fired, found the tissue oozing, stop bleeding with compression hemostasis and homelock. Before surgery finished, the surgeon did anal finger detection, found one formed staple falling on the glove." Did the surgeon state that malformed staples were seen? No, the surgeon did finger checking and one formed staple fell off. When the surgeon found "one formed staple", was the staple line incomplete? Surgeon could not see the staple line as it is inside of tissue for rectal anastomosis.